Event description:
It was reported that "ci value showed 0.1 and co value was not shown on the vigileo monitor during use." It was further indicated that the ci and co values were shown on the vigileo monitor in the beginning of use. There were no problems with the arterial pressure shown on the nihon khoden patient monitor. There were also no issues with zeroing and no occlusion, leakage, or kink was noticed on the tubing. There were no patient complications reported.

Manufacturer narrative:
One flotrac sensor with attached IV and pressure tubing sets was received for evaluation. There was no error message or inconsistency observed on the vigileo monitor and pressure monitor. The flotrac sensor and dpt zeroed and sensed pressure accurately on the vigileo monitor and pressure monitor respectively. Electrical testing showed that both input impedance and output impedance were within specifications. The zero-offset also met specifications. The flotrac IFU provides the following information and guidance related to abnormal pressure readings: caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify sensor function with a known amount of pressure before instituting therapy. It cannot be determined if any clinical factors may have contributed to the event. No actions will be taken at this time.